Event description:
Customer complains a blood leak after 45 minutes. The machine alarmed blood leak and it was verified with a hemastix-strip. As the blood leak was only so slight that it could not be seen to the naked eye, the extracorporeal circuit was rinsed back to the pt. Very minor blood loss and no medical intervention necessary.